Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2121101 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) didn¿t stick to the vessel wall and came out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to achieve hemostasis. The device was prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The device was stored in the appropriate cabinet in accordance with the IFU. There was little vessel tortuosity. The sealant was deployed to the proper location, then dislodged, and came out attached to the device. The patient was not thin, and the vessel was not shallow. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device is available and returning for evaluation.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) didn¿t stick to the vessel wall and came out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to achieve hemostasis. The device was prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The device was stored in the appropriate cabinet in accordance with the IFU. There was little vessel tortuosity. The sealant was deployed to the proper location, then dislodged, and came out attached to the device. The patient was not thin, and the vessel was not shallow. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock closed. The advancer tube was separated from the device. The sealant, syringe and procedure sheath were not returned. The device was inspected for anomalies which may have contributed to the reported incident, and no anomalies were observed. Per microscopic analysis, visual inspection at high magnification showed that the balloon was fully deflated, and the advancer tube¿s distal tip was free of damage. A product history record (phr) review of lot f2115901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Without the return of the sealant, a complete physical evaluation could not be performed. Procedural factors may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A product history review is expected but not yet available as the lot information has been updated. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) didn¿t stick to the vessel wall and came out of the skin. Therefore, the product wasn¿t available and manual compression was performed for 20 minutes to achieve hemostasis. The device was prepped and used according to the instructions for use (IFU). The vcd was used in a percutaneous coronary interventional procedure using a retrograde approach. There were no visible signs of device or package damage prior to use. The device was stored in the appropriate cabinet in accordance with the IFU. There was little vessel tortuosity. The sealant was deployed to the proper location, then dislodged, and came out attached to the device. The patient was not thin, and the vessel was not shallow. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device is available and returning for evaluation.